Event description:
It was reported that the patient underwent a tactra replacement surgery due to unspecified reasons. No additional information was reported.

Event description:
It was reported that the patient underwent a tactra replacement surgery due to unspecified reasons. No additional information was reported.